Event description:
It was reported that the customer was hospitalized for dka. The customer stated that they have been stressed prior to the event. It was indicated that the cause of event was not determined. Although, the customer stated that they had bent cannulas in the past and the insulin may be denatured. The programming and histories were accurate. Troubleshooting was done and the pump passed the bolus test. The customer was educated on following the two hbg.